Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of over 160 units of insulin after loading a cartridge with 220 units. Blood glucose level was 495 mg/dl.